Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient faced that the infusion set had blockage at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.